Event description:
Boston scientific received information that high pacing impedances greater than 2000 ohms were noted on this transvenous lead along with noise and oversensing. The patient was seen in clinic and tachycardia therapy was turned off electively until a lead extraction could take place. Additional information was received that this lead was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Four months later, additional information was received from a patient verification form filled out by the patient. The patient is now alleging that the procedure that took place in (B)(6) 2011 caused his lead to fracture because therapies were left on, which he states, goes against the FDA's advice. There were no prior allegations from our company's field representation or the physician that this was the reason for the lead fracture.